Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 33mm epic plus mitral valve was chosen for a 73-year-old patient treated for infective streptococcal endocarditis by mitral valve replacement. During the operation, one of the three wires that hold the biological valve on the base broke and remained attached to the valve. The wire was removed with pliers in several pieces. There was no actual patient consequences